Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 40-45 mg/dl. Customer drank juice to address bg. The cause of the low bg was due to the customer either inputting too small or too large of a value for the bolus amount. Recommendation was made to consult with healthcare provider regarding diabetes management.